Event description:
During a left total knee replacement, a tooth on the blade broke off and was immediately retrieved. An x-ray was taken and negative for any foreign particles/pieces. There was no report of patient injury.